Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that liquid leaks during use (currently unknown where it is leaking from).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr dual lumen groshong catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 38cm and 39cm depth markings. The split occurred within a longitudinally aligned impression. A matching, parallel impression was also observed. An attempt to infuse water through the sample using a 12ml syringe revealed the white lumen to be patent to infusion and aspiration with no observed leaks. The red lumen was patent to infusion; however, a spraying leak was observed at the split site. Tensile weakness, material necking and discoloration were observed in the vicinity of the split during manual manipulation. Following longitudinal bisection of the catheter in the vicinity of the split, microscopic inspection of the inside surface revealed the internal damage to be more extensive than the external damage. Longitudinal scoring marks were observed leading into the fracture site from both directions. The fracture features, tensile weakness, and internal abrasions were consistent with damage caused by friction between the catheter wall and the inlaid metal stylet. Such damage may occur if the stylet is not wetted prior to removal and if the catheter is pinched/constrained during stylet manipulation or removal.